Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair and anterior mesh placement procedure. During the procedure, the physician was dissatisfied with the placement of the first leg assembly in the left ligament, so he withdrew it three times. He was satisfied with the placement on the fourth throw, but as he was pulling the leg assembly all the way through the ligament and the mesh was almost in position, the suture, with the needle at the end, detached from the dilator at the incision, and the physician was able to just pull it out of the patient. The physician completed the procedure with another uphold vaginal support system, with no complications to the patient, who was ok and stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)